Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate or verify the reported issue. The cause of the reported issue could not be determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device is not turning on at all. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.